Event description:
It was reported the pt is experiencing sharp thoracic spine pain at the lead implant site. The pt continues to have pain at the implant site and continues the medication treatment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.